Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory also indicated the impedance trend on the rv pacing lead was variable.

Event description:
It was reported that the lead exhibited rising, high, and unstable thresholds. A lead revision is planned to take place at another hospital. No patient complications have been reported as a result of this event.